Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 3.9/2.9. No treatment was given to the pt. The reporter declined product replacement.